Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a power loss alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump also received a failed battery alarm. The customer inserted a new battery and the insulin pump received a trace pointers are invalid alarm. The device is not expected to be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device passed displacement test, sleep current measurement and active current measurement and selftest. No unexpected pump error 68 alarms, failed battery test alarms or battery power loss anomalies noted during testing or in the pump trace download.